Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use closurefast ablation device along with a radiofrequency generator during procedure to treat the full length of the great saphenous vein (gsv). Hand was used for compression. Tumescent infiltration was utilized. The lumen was flushed prior to use. IFU was followed. Proper temperature was reached. It was reported that during procedure, there was a smell of burn plastic. After procedure, when the catheter was removed it was black burns on the heating element. Physician took a new catheter to complete the procedure. Patient had some antibiotics after the treatment. The vein closed. There was no patient injury.

Manufacturer narrative:
Product analysis: the closurefast catheter was returned to medtronic investigation lab for evaluation. The device was returned inside a previously opened closurefast box, loosely in its tray and contained an opened tyvek pouch. No ancillary devices from the procedure were received with the device. One file image was returned for review. No issues identified in the catheter connector and no kinks were noted along the catheter shaft. Damage was noted which was located approximately 5.5 cm to 6.6cm proximal to the catheter distal tip. A slight bend was also noted at the damaged section and was located approximately 6.0cm proximal to the distal tip. Microscopic examination revealed that the fep appeared to be melted which had resulted in bubbling. A dark red residue was noted. It appeared to be a burn; however, it was consistent with dried blood which had been exposed to heat. The device coil was not exposed. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods and acceptance criteria. All 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. The analysis could confirm the reported event. Image review: one image files was returned for review. Image of closurefast device heating element/coil with two sections of the coil/element with visible burn/bubbling marks consistent with the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information the device coil was exposed. Antibiotics prescribed after the treatment preventatively to avoid infectious burn due to complications. No vessel damage noted on ultrasound. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.